Manufacturer narrative:
(B)(4) no parts were returned to the manufacturer for physical evaluation. The plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported a blood loss event that occurred during a patient's routine hemodialysis (hd) treatment. This report concerns a (B)(6), female patient with end stage renal disease (esrd) on long term hemodialysis. The nurse reported that the patient was currently admitted to the hospital for unrelated issues. Furthermore, the patient arrived to the user facility with a known gi bleed. Therefore, heparin was not administered prior to the initiation of therapy. Approximately 25 minutes into the hd treatment, the patient's blood began to exhibit signs of clotting and the machine alarmed for high pressure. The treatment was halted, and a rinse-back of the patient's blood in the extra corporeal circuit was attempted. However, during rinse-back, pressure built up in the blood line, causing blood to fill the saline line. As a result of the clotting and pressure build up issues, approximately 200cc of blood could not be returned. Per the nurse's clinical assessment, the patient's access (graft) was deemed in poor condition. Therefore, after the patient was switched to another machine, the arterial and venous needles were stuck in a different location on the graft, above the original access site. The treatment was restarted, and was able to be successfully completed with no further issues. No damage to the dialyzer or bloodline was visible. Per the nurse, no malfunctions alleged, observed, or identified with the 2008k2 hemodialysis (hd) machine. Following this event, the unit remained in service, fully operational and without issue. During the entire event, the patient was noted as being stable and asymptomatic. The dialyzer and bloodline are not available for evaluation by the manufacturer as both devices were discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the 10 lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Additionally, the optiflux dialyzer assembly instructions for use (IFU) document recommends systemically heparinizing the patient. Per the IFU, "systemic heparinization is the administration of the prescribed loading dose of heparin into the patient's vascular access and waiting period of 3 to 5 minutes prior to initiating the treatment. During dialysis, the dose of heparin and method of administration is the decision of the physician."